Manufacturer narrative:
The reported event of cracked housing and burnt iui connectors file was opened to document an event that the customer reported. Although no devices or logs were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report of cracked housing. An investigation can¿t be performed using the attached photo alone. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 6/19/2009. A review of the device service history record was performed from beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notification 200097581 was opened for the source device. The quality notification was for system error 9.201.606. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement

Event description:
The customer reported a cracked housing and burnt iui connectors. The customer denies visualizing any fire, arc, spark, or smoke. Further information from the service depot. Indicates the device was shipped back to the customer without being sent to cad for evaluation. Per the service depot. Tech, the iuis had corrosion, but no evidence as burn. There was no patient involvement.